Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home cutting vegetables, he accidentally sliced through the percutaneous lead exposing the wires. No alarms were reported. Upon eval of the percutaneous lead by the MFR's technical services team, it was found that the silicone and bionate wires were interrupted and the shield was partially interrupted and as a result, a decision was made by the hospital to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.